Event description:
It was reported that the left ventricular lead dissected the coronary sinus during the implant procedure. The patient felt pain in the upper left quadrant with the dissection. The left ventricular port of the device was plugged and the patient was discharged home. An epicardial lead was successfully implanted at a later date and the patient was doing fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Left ventricular port of device plugged. Epicardial lead implanted.